Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 438 mg/dl. Customer also reported that insulin pump had pump error. The customer also reported that insulin pump was not exposed to magnetic field the insulin pump will be return for analysis.

Manufacturer narrative:
Device was received with a no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Moisture damage on the electronic assembly noted during visual inspection.